Manufacturer narrative:
Suspect product and lot # discarded.

Event description:
On (B)(6) 2021, a patient (pt) in brazil reported a diagnosis of a corneal ulcer 3 years ago while wearing the acuvue® oasys® brand contact lens (cl). The pt noted going through a painful treatment process (unspecified). No further information was provided. On (B)(6) 2021, additional information was received from the pt. In 2018, the pt experienced redness, irritation, pain, tearing, and itching in the od after the use of the suspect cl. The pt visited an eye care provider (ecp) (unspecified date in 2018) and was diagnosed with a corneal ulcer od. The ecp prescribed hyabak every hour and another unspecified medication every 2 hours. The pt visited the ecp every 2 days (8 visits). The pt reports a monthly cl replacement schedule and does not sleep in cls. On (B)(6) 2021, a call was placed to the pt¿s treating ecp facility for additional medical information, but no medical information was able to be provided. On 12jan2021, additional information was received from the pt. The pt reported the corneal ulcer was located on the ¿superior external region of the iris.¿ the ecp prescribed hyabak every hour and two other unspecified medications, one of which was to be used every 2 hours. The treatment duration was 15 days. The pt reported multiple return visits to the ecp. The event took place towards the end of 2018. The ecp instructed the pt to discontinue cl wear for 30 days. After 30 days of cl rest, the pt has successfully returned to cl wear. The pt has no further information regarding this event. No additional medical information is expected to be received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified by the pt¿s treating ecp. The lot number and suspect product was discarded. No further investigation can be conducted at this time. If any further relevant information is received, a supplemental report will be filed.